Manufacturer narrative:
Additional information: implant date.

Event description:
It was reported that the patient experienced a mechanical failure of the right cylinder with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and a new ipp cylinder was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: malfunction was reported. The ambicor device was visually inspected and functionally tested. One cylinder had a leak in the outer tube that was the result of fatigue at the corner of a fold. This cylinder was not functionally tested due to the leak in the cylinder. The other cylinder and pump performed within specifications. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional information: implant date.

Event description:
It was reported that the patient experienced a mechanical failure of the right cylinder with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and a new ipp cylinder was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a mechanical failure of the right cylinder with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and a new ipp cylinder was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.